Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021, rtg0137428, rtg0137335 (rep): information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that since implant, they have had pressure and burning at pocket site that has been tolerable but has gotten worse with time. Turning stimulation off doesn't resolve this issue. The patient also reported painful sensation that feels like sciatic pain down left leg, the lead is on right side, into feet and also right side of her groin. These issues started about 6 to 7 months ago in 2020. The patient mentioned that recently while holding her granddaughter on her lap, the patient moved a certain way and got a really uncomfortable shocking sensation in their groin area. The patient has had her sciatic nerve checked and there were no findings. All impedances normal range today. The patient does report falling frequently because they live on a farm but was unable to provide any timeframe for these falling events. The patient had the lead x-rayed within past month or so to check its loc ation. No further complications were reported. (B)(6) 2023 e1, e2 (rep): additional information was received from a manufacturer representative (rep). The rep reported that no, but no further action will be taken and that replacement to micro is scheduled for (B)(6). It was also stated that the patient had turned the device off and still had discomfort. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that since implant, they have had pressure and burning at pocket site that has been tolerable but has gotten worse with time. Turning stimulation off doesn't resolve this issue. The patient also reported painful sensation that feels like sciatic pain down left leg, the lead is on right side, into feet and also right side of her groin. These issues started about 6 to 7 months ago in 2020. The patient mentioned that recently while holding her granddaughter on her lap, the patient moved a certain way and got a really uncomfortable shocking sensation in their groin area. The patient has had her sciatic nerve checked and there were no findings. All impedances normal range today. The patient does report falling frequently because they live on a farm but was unable to provide any timeframe for these falling events. The patient had the lead x-rayed within past month or so to check its location. No further complications were reported.